Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain with intercourse, urinary incontinence, urinary leakage, vaginal bleeding, nocturia, hematuria, urinary frequency, burning with urination, vaginal discharge, and recurrent yeast infections. (B)(4).

Event description:
It was reported that following insertion the patient experienced dyspareunia, pain with intercourse, urinary incontinence, urinary leakage, vaginal bleeding, nocturia, hematuria, urinary frequency, burning with urination, vaginal discharge, and recurrent yeast infections.

Manufacturer narrative:
Date sent to FDA: 07/11/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation the patient experienced pain, bowel and urinary disturbances, infections and neuromuscular problems. Bowel/urinary disturbances. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.